Event description:
A zoll billing specialist contacted zoll customer support to report that (B)(6) female pt had passed away on (B)(6) 2013. Pt was wearing the lifevest at the time of passing. The pt's niece was with the pt at the time of passing. The pt's niece reports that the pt collapsed and turned blue. The niece stated that the system didn't alarm at all. The niece reported that she was pressing buttons and nothing happened. Device started at 20:15:03 on (B)(6) 2013. Asystole was detected at 08:59:54 on (B)(6) 2013. ECG shows severe bradycardia at 23 bpm degrading to asystole. A non-treatable rhythm was detected at 09:00:08. An arrhythmia was detected at 09:01:32. ECG shows sinus bradycardia at 40 bpm. A non-treatable rhythm was detected at 09:01:42. Asystole was detected at 09:02:24. ECG shows severe bradycardia at 12 bpm degrading to asystole.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (pt death, alarms not audible) has been investigated. As received, the monitor was fully functional, including audio volumes. The monitor was able to detect and treat a pt. No problems found with monitor. According to the treatment analysis, the pt received two inappropriate shocks. Oversensing contributed to the false detection. The response buttons were pressed before the second treatment was delivered and after the second treatment was delivered. The pt was unconscious at the time of treatment. According to the death memo, the device properly detected asystole and bradycardia. No treatment sequence was initiated for asystole or bradycardia as these are considered non shockable rhythm. Oversensing contributed to the false detections that lead to two inappropriate treatments. No evidence to suggest that lv caused or contributed to the pt death.